Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the instrument for failure analysis evaluation. However, the instrument was reportedly discarded by the customer. Therefore, the cause of the customer reported failure mode cannot be determined. .

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the hook articulation pin of the permanent cautery hook instrument fell inside the patient and was retrieved during the same surgery. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the customer and obtained the following additional information regarding this event: the instrument was inspected prior to use and no issues were identified at the time. The fragment broke off and fell inside the patient while the surgeon was performing dissection. The surgeon believes the event occurred as a result of the collision of instruments. The instrument had been in use for about 30 minutes before the event occurred. Prior to the breakage, the instrument was removed at one point during the surgical procedure and resistance was felt by the surgical staff upon removal of the instrument through the cannula. During the removal of the instrument, the instrument's wrist was straightened. After the instrument was reinstalled and the breakage occurred, the instrument was removed again. However, no resistance was felt upon final removal of the instrument though the cannula. The broken instrument fragment was retrieved with a handheld laparoscopic grasper instrument. The procedure was completed robotically. No post-operative tests were performed to check of possible remaining instrument fragments. The permanent cautery hook instrument was discarded by the surgical staff. The patient has not returned to the hospital due to any post-operative complications.

Manufacturer narrative:
Annex a code is updated to a040103.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and completed the device failure analysis investigation. The permanent cautery hook instrument was analyzed, and failure analysis was able to confirm and reproduce the reported complaint. The instrument was found to have the grey mold that fits into the distal clevis missing from the yaw pulley. The instrument was compared to an in-house instrument and found the grey molding was missing. The size of missing piece is approximately 1.7mmx 1.7mm.

Event description:
Refer to h10/h11 for follow-up information.